Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a rep. It was reported that the issue was not resolved but the patient would be getting a replacement with a non-rechargeable ins.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - spinal pain. It was reported that the inferior part of the implant was perpendicular to the patient's body. No symptoms reported. No further complications were reported/anticipated. Caller reports that therapy is working wonderfully, but that ins has "moved up" caller reports that this requires her to make adjustments to her recharging procedure but she has so far been successful with recharging.